Event description:
A report was received that the patient was experiencing tenderness and pain at the pocket site. The physician assessed the patient and recommended the patient undergo a pocket revision. During the procedure, the physician chose to replace the ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg passed visual, electrical and performance tests performed. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per procedure for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing tenderness and pain at the pocket site. The physician assessed the patient and recommended the patient undergo a pocket revision. During the procedure, the physician chose to replace the ipg. The patient is reportedly doing well following the procedure.